Event description:
It was reported the patient was getting no relief. The pocket was opened and the pump was found to have flipped and the catheter was coiled. The back incision was opened and the catheter was trimmed and a new segment was added. The existing pump was kept. It was later reported the proximal end of the catheter was revised and the patient was effectively receiving therapy and getting relief. The pump was being used to deliver compounded lioresal 2000 micrograms per milliliter (mcg/ml) watered down to 1000 mcg/ml. The patient¿s daily dose was 55 mcg/day.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).